Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A tapered screw-vent implant, tsvt6b10, was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item#:/ item#: and lot#: (DHR/IFU/rmf). Appropriate documentation was reviewed. DHR review was completed for the subject lot number (lot#: 62900728). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 62900728) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number unknown / not provided. Device not received yet.

Event description:
It was reported that the implant was removed due to fracture and bone loss. Tooth location 30.